Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. B5 has been updated to include information previously captured in 3004209178-2025-06605 and 3004209178-2025-07711 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative noting the device was returned due to "device malfunction." Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient claimed that the ins was broken and not wor king following an event when the patient fell on the ins. The caller indicated that the ins was working in (B)(6) 2025 when they completed an MRI. The patient reported that at the end of the month the ins will be replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (ts) reviewed MRI information. The caller initially said that the ins had not worked for 6 weeks since the patient fell on the device, but later in the call when ts asked the caller when the patient fell and the ins stopped working the caller stated that they did not know. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, non-obstructive urinary retention. Patient had a fall in (B)(6) 2025 and since then, has not been able to feel the stimulation. When device was interrogated, there was no impedance found on the lead. The healthcare provider(hcp) raised the stimulation to 10.0 and patient had no sensation. X-rays were taken intravenous-operatively and device did not appear to move. When device was interrogated, there was no impedance found on the lead. Hcp raised the stimulation to 10.0 and patient had no sensation. X-rays were taken intravenous-operatively and device did not appear to move. The cause was known; it was assumed that the stimulation was lost because of the sust ained fall. However, the device did not appear to be broken or frayed. The issue was resolved with device replacement on (B)(6) 2024. Physician would like to know if the lead or ins was damaged during the fall causing the device to malfunction.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot# va2zbh3, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative noting the device was returned due to "device malfunction.".

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) identified that the device passed functional testing; however, the setscrew was backed out too far. H3: analysis of the returned lead (l/n: va2zbh3) identified that the conductors were crushed; there was no impact to electrical functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported by patient (pt) , not to caller, that the device was no longer working. Per notes caller was reviewing it appears that pt fell on the device (date of fall: caller would not provide as that wasn't the reason for the call). Agent reviewed that if pt cannot communicate to the ins due to it being at eos or there are other issues then pt should f/u with managing health care provider (hcp)  for further investigation with the device and therapy. Additional information was received from the patient on (B)(6) 2025. When asked to clarify the statement "the device was not working" the patient answered that they don't know whether the issue was with their therapy, device, or stimulation output. When asked the cause of the issue the patient indicated it was determined and the likely cause was "fell on ice." The steps taken/will be taken were noted as being "april 28th surgery." The issue was reported as not yet being resolved. Patient reported their fall did affect the implant and they noted that "it stopped working, I fell on my butt.".